Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited continuous beeping. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be replicated by analysts. The downstream occlusion sensor was the cause and will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.